Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the catheter balloon. The physician was unable to cross a 90 degree take off of the circumflex artery. As the stent was being withdrawn from the body, the stent moved a couple of millimeters on the balloon but did not come off of the stent delivery system. The device was removed from the pt without further complications. The procedure was completed with a different device. No pt complications were reported and pt status is satisfactory.